Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately two years and 16 days following the implant of this transcatheter bioprosthetic valve, respiratory distress appeared for the patient which gradually worsened. Fourteen days later, the patient was admitted to the hospital for bilateral pneumonia. The patient was treated and recovered. They were then discharged from the hospital. Of note, the patient had been hospitalized for interstitial pneumonia. There is also the possibility of aggravation of drug-induced lung injury due to imatinib for chronic myeloid leukemia (cml). Per the physician, these observations were not related to the valve. No additional adverse patient effects were reported. Additional information was received that approximately 4 years and 8 months following the valve implant, the patient was admitted due to diarrhea and dehydration after taking covid-19 drug (lagevrio). C-reactive protein (crp) increased to 33, hepatobiliary enzymes remained unchanged and computed tomography (CT) revealed enlarged gallbladder and thickened gallbladder wall. The patient was diagnosed with cholecystitis. The patient's condition worsened as the patient's inability to take oral intake due to decreased appetite associated with covid-19. The patient's general condition was poor due to covid-19 while having multiple organ diseases (chronic heart failure, chronic kidney disease, interstitial pneumonia). Due to high risk of invasive treatment and inability to improve the patient's condition, antimicrobial therapy was continued but the patient worsened leading to death. The cause of death was cholecystitis. The relationship of the valve and procedure to the events were unclear.